Event description:
Patient put bandage on the ankle to cover a wound in the morining. At the night of the same day pt could hardly stand the pain. The whole foot was inflamed until today. The foot is still red and inflamed.